Manufacturer narrative:
During further investigation, the following was identified: maxon motors performed an extensive root-cause analysis and failure investigation. Maxon did not identify any design issues to cause this failure mode. Maxon focused on forcing malfunction by artificially damaging components to mimic improper handling during installation or service in the field. Even in the case of a forced damage, the burnt pcb areas observed by all tests have been less than by the return shipments. Concentrated oxygen or air flow may have been an influencing factor which can increase the burning or flaming effect as seen in the returned units. There have not been any systemic issues identified. We will continue to monitor complaints.

Manufacturer narrative:
During further investigation, the following was identified: since the motor control board and main board was damaged, no power tested could be done to determine how the damage was caused. The motor control board from the unit was compared to a new motor control board for resistance across the planes. The board on the unit measure 7 ohms while the new board measured 359k ohms. Capacitance and resistance was measured on the main circuit board on the unit and compared to a new board which measure the same at relative points between the two. This concludes that the short was caused on the motor control board and not on the main board.

Manufacturer narrative:
Unit has been returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
Patient had the freestyle plugged into the cigarette lighter located in the car. While the freestyle was plugged into dc power, smoke started coming from the unit. The patient removed the freestyle from the car and went to the porch. When the patient and the concentrator were on the porch, the freestyle caught fire. Patient saw flames coming from the unit, but patient did not receive burns. The patient was on phone with roberts home medical during the event.

Manufacturer narrative:
Device was returned for evaluation. Based on the damaged found inside the unit, it can be concluded that the unit started burning internally. It can be seen that the fire started on the motor control board and burned long enough to melt part of the right filter. The damage stayed in the upper right of the unit and was not long enough to melt the external plastics but only to brown the front case by the filter. Since the main board was damaged, no tested could be done to determine how the damage was caused. No internal parts had damage from the event other that the two circuit boards, right filter, and small sections of the front and center plastics. From these observations, the cause could not be determined except that it started internally by the filter.